Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It has been reported that the bd micro-fine¿ pen needle benelux has been found with the cannula breaking off during use. The following has been provided by the initial reporter: she spoke about a patient using the bd microfine pen needle, probably the needle had remained in the abdomen of the patient.